Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for an unrelated device change-out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The physician elected to cap and replace the lead during the procedure on (B)(6) 2016. The patient was stable before, during, and after the event.